Event description:
It was reported to philips that a cover of the mavig arm fell off. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the cover of the mavig arm fell off. The fse confirmed that it was a mechanical issue and replaced the defective cover. After that, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. A philips remote service engineer (rse) connected with the customer and reviewed the images related to the reported problem which revealed that the small cover part of the mavig articulated arm (a third-party product), responsible for holding the radiation protection shield, had fallen off. The defective small cover part was ordered from mavig. A philips field service engineer (fse) inspected the system on-site and replaced the defective part. The cause of the issue could not be determined. The system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, investigation identified that the small cover part dropping is not likely to cause or contribute to death or serious injury if it were to recur due to the lightweight construction of the component. Philips has determined that the radiation protection shield was not at risk of falling, as only a small cover part fell off. As the system was outside of clinical use at the time of the reported event, there was no potential for the falling component to compromise the sterility of the surgical field. As such, this scenario would not be likely to cause death or serious injury if it were to recur. Philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.